Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the event occurred when the device was turned on. There was no patient involved at the time of the event. A philips remote service engineer (rse) discussed the issue with the customer, who claimed that the device reported low disk space and could only perform fluoroscopy but could not emit x-ray or store images. The customer reportedly attempted to delete multiple images with no resolution. A philips field service engineer (fse) inspected the system onsite and confirmed that the reported issue. Troubleshooting actions determined that the image processing pc (ippc) was defective as the image disk storage was full. The fse replaced the ippc and installed the software. After the ippc was replaced and the software was installed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device gave an error preventing image storage. The device was in clinical use at the time of the event. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.